Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Log files were reviewed on 5/5/16 for the period from 4/22/2016 to 5/5/2016. It was noted that five high watt alarms and eight electrical fault alarms were logged since (B)(4) 2016. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called into the hospital to note that he had electrical fault alarms. Patient was asked to come into clinic. It was stated that the log files were downloaded and read and it was noted that there were multiple electrical fault alarms as well as high watt alarms. Manufacturer representative was on site and noted that two of the wires in the patient's driveline had a cloudy white coating. It was stated that they were not able to reproduce alarms with manipulation and the connector seems to be functioning fine. Driveline cleaning scheduled for tomorrow. Will swap controller at that point. On (B)(6) 2016 a driveline cleaning was performed. It was sated that the patient inr was at 2.6 at time of procedure and patient was lying in bed. It was also stated that there were one round of cleaning performed for a total pump off time of 1:20minutes. It was said that there was contaminants observed all over the connector. An elective controller exchange was performed and it was stated that the patient tolerated the procedure well. It was stated that the actions performed resolved the problems. Patient was discharged the following day. No additional information available.

Manufacturer narrative:
The initial event narrative was inadvertently reported with the incorrect information. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the hospital ventricular assist device (vad) nurse that the controller had "display with pixel error to show all data". The controller was exchanged with one from stock. Effect on patient was indicated as "none".

Manufacturer narrative:
The driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector and controller driveline port. In addition, two of the driveline wires were noted to have a white substance on them. A driveline connector cleaning procedure was performed to mitigate the conditions reported. Log file analysis revealed 8 electrical fault alarms with a fault status of 'sys_front_phase_c_open' recorded beginning on (B)(6) 2016. This failure is most likely due to contamination of the driveline/ driveline connector that appears to have led to an increased impedance of the front stator's c wire, which caused the electrical fault alarms. In addition, 5 high watt alarms were recorded since (B)(6) 2016 likely as a result of the pump running in single stator operation due to the electrical faults. Controller (B)(4) was returned for evaluation. The controller passed functional testing but visual inspection revealed contamination of the driveline connector port. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The most probable root cause has been attributed to design/training issues. Heartware has opened an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Controller (B)(4) / catalog number 1407 / expiration date unknown, (B)(4), manufacturer date 10/31/2015. Returned on 05/16/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.